Event description:
It was reported that med-el were asked to attend the patient's review appointment on the (B)(6) 2013 over concerns from the clinic that impedance results appeared to be fluctuating. It was reported that the patient has recurrent ear infections in the right ear and underwent exploration surgery in (B)(6) 2013. The clinic have subsequently noted that the impedance values changed at each appointment after this surgery. At the appointment on the (B)(6), the patient commented that the sound from this ear was distorted, quiet and unclear, therefore a device assessment was undertaken.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.